Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the user interface module (uim) and the lack of response in the lower right corner was confirmed. The device was disassembled and visually inspected but no anomalies were found. The device is an obsolete component so no further investigation will be performed at this time. This reported issue will be tracked and internally investigated.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported while using the avea ventilator, the uim (user interface module) is not working. The customer stated that the monitor is losing touch function in the lower right corner. The customer reported no patient involvement associated with this event.